Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was cleared and a new bag of medication hung. Csar card for the medication stated 16ml remained in the bag (medication, programmed amount and delivery rate unknown). I cleared 26ml from the pump and there was still approximately 10ml left which was wasted w/witness. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump was cleared & new bag hung csar stated 16ml remain which was reproduced during evaluation. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.